Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: sweden. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined that the hinge gasket was missing and motor speed unstable. The motor and hinge gasket were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that before surgery device was completely dead even after a different hose was tried. There was no patient involvement or impact. Diligence is complete and no additional information is available. During device evaluation the dermatome motor speed was unstable. No adverse events were reported as a result of this malfunction.